Event description:
It was reported that the device was returned because the pump¿s battery coils appeared bent, causing the cadd timing to be off. Upon physical inspection, the issue was confirmed, and a crack was identified on the (dso) downstream occlusion seal, making the event reportable. The event occurred during a routine preventive maintenance inspection.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a faulty battery door. The downstream occlusion (dso) seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.